Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR. Report: 3008829311-2018-00196. Reference MFR. Report: 3008829311-2018-00198. It was reported the patient experienced leg weakness and a headache for several days after the drg system was implanted. The physician prescribed steroids to the patient to help with inflammation. The leg weakness remained, and the physician explanted the left l5 lead. The patient had strength immediately return to the foot following the explant. As upper thigh weakness continued, the physician later opted to explant the remaining two leads, as well. A port plug was placed into the two open ports, and the ipg was left in the pocket.

Event description:
Device 2 of 3. Reference MFR. Report: 3008829311-2018-00196. Reference MFR. Report: 3008829311-2018-00198. Follow up information reported the physician implanted two new leads. Postoperatively, effective therapy was achieved with no reported limb weakness.

Event description:
Device 2 of 3. Reference MFR. Report: 3008829311-2018-00196. Reference MFR. Report: 3008829311-2018-00198. Follow up information identified the patient continues to experience leg weakness and is in physical therapy.

Event description:
Device 2 of 3 reference MFR. Report: 3008829311-2018-00196, reference MFR. Report: 3008829311-2018-00198. Follow up information identified the patient has completed the 8 sessions of physical therapy, as well as the deep tissue massage with the chiropractor. The leg weakness is reportedly much better.